Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The beeping sound was not loud enough than the usual;" however, the evaluator did not evaluate for the reported symptom because the information came after the device was already evaluated. The device is no longer in its received condition and the opportunity to evaluate is lost. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a beeping sound that was not loud enough during an unspecified process step. There was no patient involvement. No additional information is available.